Event description:
A report was received from (B)(6) stating that an e360 ventilator experienced a malfunction during patient use. The customer reported that there was a leaking sound coming form inside the e360 ventilator. Upon inspection, it was found that the connector between the servo valve and the analog printed circuit board (pcb) at the air side was loose. The patient was manually ventilator. There were no negative patient consequences reported.

Manufacturer narrative:
No additional information is available at this time. (B)(4).